Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker battery longevity decreased from three years remaining to one year remaining in 10 months time. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery longevity decreased from three years remaining to one year remaining in 10 months time. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was subsequently explanted for suspected premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.